Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were having difficulty connecting their ptm (personal therapy manager) to their pump. The patient mentioned they had tremors which the patient initially attributed as thereason they were struggling to connect their ptm system to the pump. The patient also mentioned that they noticed that their pump was tilted a bit and they could feel fatty and/or scar tissue around the pump. The patient confirmed their pump did not originally feel like that after implant and there had been changes, but they were unable to clarify when they first noticed the changes. The patient also stated that they got very ill but again was unable to clarify when. The patient explained they were really ill, and they were vomiting a lot. They went to the hospital and the hcp (healthcare provider) wanted to get an MRI to check the pump. Per the patient, ¿the pump covers the pelvis, so they couldn¿t see anything to figure out what¿s wrong¿. The patient stated, ¿the hcp said the pump was filled with morphine but the patient¿s chart confirmed the patient is allergic so they don¿t know why a doctor would fill the pump with morphine¿. The patient stated their pump ¿is filled with fentanyl¿. The patient also reported taking 12 tylenol pills per day on top of the boluses and daily dose from the pump.